Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the non-tortuous and non-calcified right external iliac artery. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was continued with the original method and completed with another device. No patient complications reported.